Event description:
It was reported that pump touchscreen became unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with resetting the pump and the issue was resolved.